Event description:
The patient presented with a latex allergy. I flushed the catheter and then inflated the balloon under saline to check for patency. The balloon inflated and stayed inflated. I deflated the balloon and md advanced the 7f edwards latex free swan catheter into the right heart and when we inflated the balloon it burst. We obtained a second 7f edwards latex free swan catheter and I again flushed the catheter and then inflated the balloon under saline to check for patency. The balloon inflated and stayed inflated. I deflated the balloon and md then advanced the second swan into the patient.